Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of system error 345 was verified through a review of the event history log as system error 345 messages. Testing of the device did not reveal any device malfunction. The ultrasonic sensor was replaced per service procedure to correct the problem. A review of the service history record indicates the device was previously serviced within the last 12 months for this same issue. Evaluation did not confirm the issue or find assignable cause during the previous service event and replaced the ultrasonic sensor at that time. All required service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.